Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was part of the ilumenate EU rct study in (B)(6).on (B)(6) 2014, the subject received a reintervention due to restenosis of the lesion. Pta was performed with the evercross balloon. A stent was implanted in the target vessel due to a dissection that occurred after pta. The patient left the hospital (B)(6) 2014 in good condition.